Manufacturer narrative:
(B)(4). No iap parts or recorder strips were returned for evaluation at the (B)(4) teleflex facility. The pump had been exchanged off the patient prior to returning the rn's call. The css explained to the rn how the alarm could have been silenced by pressing the reset button. The field service engineer was contacted and he had no further information related to the complaint. He was not contacted by the facility. The involved serial number of the pump was not obtained by the rn. There are seven autocat2wave pumps at the facility. The wws database was checked for all seven autocat2 wave iabp's located at the facility and there was no further service provided to the pumps and no parts were replaced. The specific serial number was not reported, but a device history record (DHR) review was conducted for all the lot numbers/serial numbers at this account with no relevant findings. All devices passed all manufacturing specifications prior to release. Conclusion: the reported complaint of a "high pitched rapid beeping alarm" could not be confirmed. No iabp parts or recorder strips were returned for evaluation at the teleflex (B)(4) facility. The cause of the reported complaint could not be determined.

Event description:
It was reported that the rn in the intensive care unit called the clinical support specialist (css) stating that the intra-aortic balloon pump (autocat2w) had a "high pitched rapid beeping alarm" no message display on the iabp. It was on the patient maybe an hour and there was no interruption in therapy. The iabp was achieving the goals of therapy and waveforms "look good". There had been no other alarms on the iabp. When the css returned the rn's call the iabp had been exchanged off the patient. The alarm was explained and for future reference a power reset would likely have reset the alarm. The rn reported that it could have been the outlet they were using if power related. He did not have access to the serial number of the pump as it had already been taken away and they were busy with the patient. A follow up call was placed and all is currently well; no alarms are present.

Manufacturer narrative:
(B)(4). Device / parts will not be returned for evaluation.

Event description:
It was reported that the rn in the intensive care unit called the clinical support specialist (css) stating that the intra-aortic balloon pump (autocat2w) had a "high pitched rapid beeping alarm" no message display on the iabp. It was on the patient maybe an hour and there was no interruption in therapy. The iabp was achieving the goals of therapy and waveforms "look good". There had been no other alarms on the iabp. When the css returned the rn's call the iabp had been exchanged off the patient. The alarm was explained and for future reference a power reset would likely have reset the alarm. The rn reported that it could have been the outlet they were using if power related. He did not have access to the serial number of the pump as it had already been taken away and they were busy with the patient. A follow up call was placed and all is currently well; no alarms are present.